Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. When she tried to enter the carbohydrates in the bolus wizard, the numbers continued to scroll on their own. The customer removed the battery and placed it back inside but the keypad was now unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.